Event description:
The initial reporter questioned low results for 22 patient samples tested for ise indirect na, for gen.2 on a cobas 8000 ise module. The reporter alleged 22 patient reports were corrected for na. Discrepant results were identified for 3 patient samples. Patient 1 initial result was 134 mmol/l. The repeat result was 141 mmol/l. Patient 2 initial result was 131 mmol/l. The repeat result was 137 mmol/l. Patient 3 initial result was 132 mmol/l. The repeat result was 138 mmol/l. The initial results were reported outside of the laboratory and were corrected upon completion of repeat testing. The customer repeated patient samples as it was noted that moving averages for na were falling. The na electrode lot number was f65 with an expiration date of 31-oct-2023.

Manufacturer narrative:
Calibration was last performed on 28-mar-2023 with acceptable results. Qc results were low and out of range on the day of the event. "Abnormal aspiration", "sample short" and "sample clot detection" messages were observed on the alarm trace data. The field service engineer (fse) found the vacuum nozzles were not evacuating dilution vessels. The vacuum nozzle tip was worn flat. The fse replaced the vacuum nozzles and bleached and decontaminated the flow pathway. The customer ran qc with acceptable results. Operational and mechanical checks passed. The service actions resolved the issue.